Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Upon visual inspection, rust was discovered on the carriage gearbox which could be related to the reported event. The unit was installed on an in-house system where no errors related to the reported event occurred. The unit was then installed on an in-house patient side cart fixture test platform (pftp) where the unit failed the carriage friction low test, replicating the reported event. The probable root cause is attributed to electrical defect pertaining to the carriage gearbox.

Manufacturer narrative:
The preventative maintenance (pm) service was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse identified that the universal surgical manipulator (usm) failed the carriage friction test and replaced the usm. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
During preventative maintenance service, the field service engineer (fse) identified that the universal surgical manipulator (usm) failed the carriage friction test. There was no patient involvement and no customer-reported issue.